Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated out of the inguinal ring and into the scrotum. The reservoir was explanted, and a new reservoir was implanted. There were no patient complications.